Event description:
As reported, it wasn't possible to deploy the palmaz genesis 39 x 60 during the surgery. There was an implant failure. It was confirmed the balloon would not inflate, which caused the stent not to deploy. The device was removed easily from the patient. There was no reported injury to the patient. The surgeon has extensive experience with the stents. There were anomalies noted prior to use. The sds was prepped per the instructions for use (IFU). There was no difficulty noted during prep. The stent was not manipulated during prep. The stent seemed to be mounted properly on the system when inspected prior to use. The sheath size is unknown, but it is noted that it was certainly the size they use with this size of device. The balloon was not partially inflated prior to inserting the device. The inflation device was in the neutral position when the device was being advanced. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, g3, h1, h2, h3 and h6 it wasn't possible to deploy the palmaz genesis 39 x 60 during the surgery. There was an implant failure. It was confirmed the balloon would not inflate, which caused the stent not to deploy. The device was removed easily from the patient. There was no reported injury to the patient. The surgeon has extensive experience with the stents. There were anomalies noted prior to use. The sds was prepped per the instructions for use (IFU). There was no difficulty noted during prep. The stent was not manipulated during prep. The stent seemed to be mounted properly on the system when inspected prior to use. The sheath size is unknown, but it is noted that it was certainly the size they use with this size of device. The balloon was not partially inflated prior to inserting the device. The inflation device was in the neutral position when the device was being advanced. The product was not returned for analysis. A product history record (phr) review of lot 82246464 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-sds inflation difficulty - in patient¿ could not be confirmed as the device was not returned for analysis. Procedural images were not provided for review. The exact cause could not be determined. Procedural or handling factors may have contributed to the reported event. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the phr review nor the limited information provided suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, it wasn't possible to deploy the palmaz genesis 39 x 60 during the surgery. There was an implant failure. It was confirmed the balloon would not inflate, which caused the stent not to deploy. The device was removed easily from the patient. There was no reported injury to the patient. The surgeon has extensive experience with the stents. There were anomalies noted prior to use. The sds was prepped per the instructions for use (IFU). There was no difficulty noted during prep. The stent was not manipulated during prep. The stent seemed to be mounted properly on the system when inspected prior to use. The sheath size is unknown, but it is noted that it was certainly the size they use with this size of device. The balloon was not partially inflated prior to inserting the device. The inflation device was in the neutral position when the device was being advanced. The device will not be returned for evaluation.